Manufacturer narrative:
The reported event could not be confirmed. The patient developed a left-sided external auditory canal sinus tract infection after bilateral tmj implantation, which responded well to antibiotic treatment and was confirmed by a stryker medical expert to be unrelated to or in communication with the implanted device or joint (see communication log). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient has draining fistula in the upper part of the outer left eac.